Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) overheating was unable to be confirmed. The reported event of a no external power alarm was confirmed via submitted log files. The system controller was not returned for analysis; however, log files were submitted for review that showed the system controller¿s internal temperature was within design specifications. Of note, the internal temperature recorded within the log file cannot be conclusively correlated to the system controller case temperature. On 27sep2025, two no external power alarms activated in association with both power cables being disconnected at the same time. In both occurrences the white power cable was reconnected to battery power restoring external power. During this time the backup battery functioned as intended and supported the pump. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the overheating system controller was unable to be conclusively determined through this analysis. The root cause of the no external power alarm was determined to be user error in disconnecting both power cables from external power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook and heartmate 3 IFU under section 3, entitled ¿powering the system¿, explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller, system controller power cables, and power cable connectors. Heartmate 3 IFU section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿, warn the user against placing the system controller on bare skin for an extended period of time as the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was complaining that their system controller felt warm while in the patients bag. The patient experienced some dyspnea on exertion and had brief low flow alarms the past couple of days. Log file review was requested which was unable to capture low flow events due to the brevity of the data logged. The system controller temps were noted to be in the normal rrange during the time in the log files, however no data was available from the time the patient reported the system controller being warm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional log files were submitted which captured no external power events on 27sep2025 that appeared to occur while switching power sources.